Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty procedure, it was stated that the stapler did not fire. Another device was uses to complete the case. There was no patient injury.